Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) experienced leakage during use. The following information was provided by the initial reporter: material no.: 383537, batch no.: 9074906. Verbatim: the plug is either missing, loose and/or leaking. Blood on the clothing of staff member. Customer called as he stated they have had several instances of this product failure and he inquired as to whether or not there was a recall on the product.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) experienced leakage during use. The following information was provided by the initial reporter: material no.: 383537, batch no.: 9074906. Verbatim: the plug is either missing, loose and/or leaking. Blood on the clothing of staff member. Customer called as he stated they have had several instances of this product failure and he inquired as to whether or not there was a recall on the product.